Event description:
It was reported that the wake button on the pump was not working to turn the pump screen on. There was no adverse impact to the customer's blood glucose level. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.